Manufacturer narrative:
Approximate age of device - 2 years, 9 months. The portion of the percutaneous lead from the repair was returned for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A section of the pump's percutaneous lead approximately 16 inches from the metal connector was returned for evaluation. The percutaneous lead had undergone a clam shell repair. Rescue tape was present from approximately 1.5 inches to 3.5 inches from the metal connector. Damage to the silicone sleeve was identified underneath the rescue tape. The silicone sleeve was removed. Electrical continuity testing revealed a discontinuity of the yellow wire. No damage to the bionate was observed. The bionate was removed. Breakdown of the metal shielding was identified at approximately 1 inch and 2.5 inches from the metal connector. The metal shielding was removed. Visual inspection identified a fracture at approximately 2.5 inches from the metal connector on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage, the underlying yellow wire conductor was exposed. The reported red heart alarms would have occurred as a result of the fractures and the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced driveline fault alarms. The driveline fault alarm was cleared but quickly returned. The patient was then switched to a second system controller which also had immediate driveline fault alarms. The manufacturer's technical services personnel performed an electrical continuity evaluation of the percutaneous lead and a break in the yellow wire was found. A percutaneous lead replacement was successfully completed. No additional information was provided.